Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a needle blockage. There was no report of patient impact. The following information was provided by the initial reporter: medication will not dispense from the syringe.

Manufacturer narrative:
Investigation summary: seventy-one samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Sixty-six samples expelled the solution with a normal flow. Five samples did not expel the solution; these needles are clogged. Furthermore, a device history record review was completed for provided lot number 2025239. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.